Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly was activated three (3) times and no stents were found. The trigger button motion was functioning as intended, and the device was able to actuate all remaining positions. The injector¿s trocar was found bent. This finding likely occurred due to how the device was shipped back. Further inspection found no other non-conformances related to the reported event. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Based on these findings, no non-conformances related to the customer''s reported issue (malpositioned stent) were identified. MFR# reference: (B)(4).

Event description:
It was reported that during a trabecular microbypass stent system procedure, the surgeon was unable to visualize the first stent intraoperatively. Per report, a back-up device was used to complete the procedure. The report noted that patient movement contributed to the event. Through follow-up, the surgeon reiterated that patient movement is believed to have contributed to the reported event, and there was no adverse impact to the patient, no intervention, and the patient will continue to be monitored.

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the current findings, the root cause of the reported event could not be conclusively determined; however, the information received suggests that patient movement contributed to the reported event. MFR# reference: (B)(4).